Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to pain and discomfort. Upon surgery, it was identified urethral erosion caused by the cuff. All components were removed and replaced with a new aus system. The patient is set to fully recover.